Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the dso seal was degraded. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated. The root cause of the problem was found to be date and time of the main board lagging. The service history review identified this device was last serviced three months ago and there was no indication the complaint was related to previous service of the device. As a result, the main board was replaced and for preventative measure the dso sensor, bezel, seal and labels were also replaced.

Event description:
It was reported that the device malfunctioned. There was unknown patient involvement and unknown patient harm/adverse events reported. Analysis found the downstream occlusion (dso) seal was degraded.